Manufacturer narrative:
The cutting forceps has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time; however, the most probable cause could be attributed to a damaged dome switch, which can cause the device to activate on its own.

Event description:
Olympus was informed that during a therapeutic total laparoscopic hysterectomy (thl) procedure, the cutting forceps activated on its own without depressing the activation button outside of the patient. It was reported that the surgeon tapped the forceps and continued the procedure as the device appeared to be working properly. After, a short period the cutting forceps again activated on its own outside of the patient. The intended procedure was completed with a different device. There was no patient injury reported. Additionally, the user facility reported that the device was inspected prior to use.